Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation. Visual inspection revealed the front panel ports, chassis, and labels were free of physical damage. Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready ¿green¿ and communicated with the test ensite computer. Evaluation of the board status showed all boards status were green indicating passing results. Evaluation of the logs revealed some fifo sync symptoms and they all synchronized back as per design. The post logs of the boards did not reveal any hardware symptoms. Functional testing was run successfully with no anomalies. The current and impedance readings were within specifications, and the steering and navx patch test were successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported failure to start and subsequent procedure delay remains unknown.

Event description:
Related manufacturing ref: 2184149-2021-00376. During the case study, the system crashed, and the amplifier led turned amber. The system and amplifier were power cycled. When the amplifier came back up, it went to green for a few seconds and them turned amber. The amplifier was restarted no less than five times and waited for the system to reboot between restarts. When the system was rebooted, the amber light would come on, the green light would flash once for a second and the amber light would stay on. The case was then completed using fluoroscopy with no harm to the patient.